Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of flow actuator dislodgement was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga x 1.25¿ accucath peripheral IV catheter assembly. The catheter had been advanced and was received separate from the assembly. An extension tube was attached to the catheter luer adapter. The safety button was pressed and the needle was fully withdrawn into the housing. The flow actuator was detached from the catheter and remained overlaying the guidewire. An attempt to infuse water through the catheter using a 12ml syringe revealed it to be fully occluded due to the detached flow actuator. Microscopic inspection of the flow actuator revealed it to be well-formed. The actuator was measured using a digital microscope and found to be within manufacturing specifications. While the flow actuator was confirmed to have become dislodged from the catheter luer, the cause of that dislodgement was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.

Event description:
It was reported "last week, upon retracting the needle, a plastic piece came out with the end of the wire." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex1792 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "last week, upon retracting the needle, a plastic piece came out with the end of the wire." No other information was provided.